Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 20:48:45. During night drain cycle six, the patient's ultrafiltration reading was 1325ml, indicating the home patient (hp) drained 1325ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. Homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. The text on pages 18-45 and 18-46 includes, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." If additional relevant information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4).